Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported, the surgeon performed surgery using the synream flexible shaft. During the process the surgeon extracted the guide. The surgeon used the synream flexible shaft with the medullary reamer head #11 without the guide; once the device was extracted the medullary reamer head remains in the patient¿s bone. The surgeon did not remove the medullary head. Per additional information received, there is no report of patient harm, or prolongation of surgery. No further actions were required, the patient is recovering from surgery as normal process. This is 2 of 2 reports for (B)(4).

Manufacturer narrative:
Device use for treatment not diagnosis. Instrument, not implanted or explanted. The part was not returned for evaluation. The lot number is unknown; therefore, a review of the device history record could not be completed. No conclusion could be drawn, as the part was not received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.